Event description:
During device replacement for normal battery depletion, it was observed that the coating of the device was damaged. A new device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported field event of detached parylene coating was confirmed by inspecting the device upon receipt. However, the peeled parylene coating was found to be within the acceptable criteria for the implanted devices. No anomalies were found.